Manufacturer narrative:
The company service representative examined the system and observed that the power cord was not connected to the constellation system. The company service representative plugged in the power cord and found the system functioned as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event was determined to be an unplugged power cord, which is unrelated to the performance of the constellation system. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the system shut down on its own after surgery. There was no report of any patient harm.